Event description:
Information received from the field notes that the patient was in the hospital and on a ventilator when the device went to ma ximum rate. The device's minute ventilation sensor will respond to mechanical ventilation. Precauutions in the manual state that the sensor should be programmed to off when a ventilator is used.~